Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the subsidiary's manufacturing engineering center (mec), the pbm and hematocrit saturation module (h/sat) probes passed testing in service mode.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the measured carbon dioxide (co2) and potassium (k+) values by the blood parameter monitor (bpm) had a huge result value difference compared to measurement of hospital owned device. As a result, an alternative device was employed. The surgical procedure was completed successful. There were no delays, no blood loss, or no adverse consequences to the patient.